Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle leaked from a small crack in the syringe body during use.

Event description:
It was reported that the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle leaked from a small crack in the syringe body during use.

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that it was leaking in the syringe body, verifying that it was cracked between marking 5 and 10 on the graduation scale. The photos were examined and exhibited a crack in the barrel ranging from approximately the 5-13 unit markings, potentially causing leakage. A review of the device history record was completed for batch # 7170874 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200707042, 200706680, 200706679, 200706782] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location, 2.infeed dial at barrel printers, 3.loss of back pressure at infeed rail also at form fill & seal.